Event description:
The user received analyzer alarms and questionable troponin t stat generation 4 (tnt), ck-mb stat -ck-mb - the mb isoenzyme of creatine kinase (ck-mb) and probnp generation 2-n-terminal pro b-type natriuretic peptide (pro bnp) results for 30 patient samples. The samples were repeated on elecsys 2010 (B)(4). Of the data provided, the results for 9 patient samples were discrepant. Patient sample 1 initial tnt result was 0.045 ng/ml; the first repeat result was 0.035 ng/ml and the repeat result from the other analyzer was 0.187 ng/ml which was considered to be correct and reported outside the laboratory. Patient sample 2 initial ck-mb result was 8.92 ng/ml and the repeat result was 16.05 ng/ml which was considered to be correct. Patient sample 3 initial tnt result was 0.019 ng/ml and the repeat result was 0.032 ng/ml. The user considered both results to be correct. Patient sample 4 initial tnt result was 0.042 ng/ml and the repeat result was 0.056 ng/ml. The user considered both results to be correct. Patient sample 5 initial probnp result was 291.5 pg/ml and the repeat result was 495.0 pg/ml which was considered to be correct. Patient sample 6 initial tnt result was <0.010 ng/ml and the repeat result was 0.055 ng/ml which was considered to be correct. Patient sample 7 initial ck-mb result was 4.96 ng/ml and the repeat result was 12.31 ng/ml which was considered to be correct. Patient sample 8 initial ck-mb result was 261 ng/ml and the repeat result was 296 ng/ml. Patient sample 9 initial probnp result was 310.9 pg/ml and the repeat result was 572.4 pg/ml which was considered to be correct. The initial results for patient samples 2 through 9 were reported outside the laboratory. No patients were adversely affected. The tnt reagent lot number was 16435401 with an expiration date of 08/31/2012. The ck-mb reagent lot number was 16470901 with an expiration date of 06/30/2012. The probnp reagent lot number was 16201905 with an expiration date of 07/31/2012. The user stated the sipper tubing appeared to be crimped. The field service representative determined the s/r probe tubing was holed and replaced the s/r and pinch tubings. To verify the analyzer operation, he noted the analyzer initialized properly, ran performance testing and performed quality control with results within the user's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.